Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the mini drawer 1.6 was failed to open. The customer reported that the user was unable to remove the medication for the patient due to the malfunction and the resulting delay in dispensing medication. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the mini drawer 1.6 was failed to open. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication another pyxis station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. . Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that mini drawer 1.6 was failed to open. The field service engineer found the mini drawer¿s bottom row misconfigured, with all pockets set to 12 instead of 6 or 4. The pockets were reconfigured, and the drawer appeared to function correctly without failures in hardware test application or during inventory. Testing with an anesthesiologist could not be completed as none were available. The system functioned as intended after the field service engineer resolved the issue.